Event description:
It was reported that during a procedure, the spring of the femoral slap hammer was found to be broken. The surgery was completed using an alternative instrument. There were no reported consequences or health impact to the patient. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: event occurred in japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.